Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed, but the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display found on (B)(6) 2022. The insulin pump failed the rewind test due to pump error 42. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to rewind failure from pump error 42. The insulin pump passed the active current test and self test, however, failed the sleep current measurement test. No blank display noted during testing. Successfully downloaded history files and traces using thump. Pump error 42 confirmed in pump history on event date (B)(6) 2022 at 14:54:47.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No unexpected battery alarm/alerts on event date noted. The insulin pump was cut open to perform visual inspection and found evidence of moisture damage on electrical board 1, electrical board 2 and the motor. Motor was tested outside of the device and continued to show pump error 42 during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube). Blank display was not observed during analysis. Blank display not confirmed. Pump error 42 confirmed through pump history download due to moisture damage on motor found on event date (B)(6) 2022 at 14:54:47.000. Moisture damage confirmed on electrical board 1, electrical board 2 and the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.